Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported adverse impact to the customer's blood glucose level. Customer declined further troubleshooting. No additional event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.